Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported an sjm rep met with the pt on (B)(6) 2012, and reprogramming was able to provided effective stimulation. A few days later the pt had contacted her physician's office and indicated she no longer had effective stimulation. Programming on (B)(6) 2013 was unable to address the issue as the pt felt stimulation in her legs and stomach but not in her back. The pt was referred back to the trial physician for possible injections. Follow-up information identified the injections did not address the pt's issue and her physician is considering other options.